Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "b open caps/remove/replace." The healthcare professional additionally reported left side "rupture." Device explanted.